Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and high blood glucose levels. Customer's blood glucose reading was 460 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive when pressed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump unit received with currents in specification. No button error alarm. Intermittent button response noted due to moisture damage on keypad trace. Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Unit had minor scratched display window, cracked near display window corners, battery tube threads and cracked reservoir tube lip.